Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient was rushed to the hospital in an ambulance "last saturday" ((B)(6) 2014) and "was out." The patient's pump started leaking, and the patient stated she knew it was leaking because it knocked her out.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced serious pain and a rise in blood pressure which led into a heart attack.

Event description:
It was reported that on (B)(6) 2015, the patient was rushed to the hospital in an ambulance. She reportedly ¿was out¿. The reporter also believed she felt a leak in the spinal cord from the pump causing her to pass out. It was noted the patient¿s daily bolus dose was reportedly 1 ,602.3mg. The device system was used to deliver fentanyl 5000 mg/ml at a base rate of 66.8mg per hour and dilaudid 2.5mg/ml at a base rate of 0.334mg per hour at the time of report. Additional information has been requested regarding the cause of the patient¿s symptoms, what troubleshooting, actions and/or interventions occurred and how the patient was now doing but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.